Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, due to unspecified reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.